Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the sample was reported to have been discarded by the user facility and therefore, unavailable for evaluation. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt: it is reported that the pt was implanted with a bard/davol composix e/x mesh, fixated with a non bard/davol device, during a hernia repair procedure on (B)(6) 2011. Reportedly, the mesh did not hold, was found to be "bunched up" and was explanted during a surgical procedure on (B)(6) 2012. Another mesh was implanted during this procedure. Pt has not had any further issues.